Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated, incorrect syringe or collapse lumen or sac close eye or valve damage). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown therefore bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was treated for left ureteral calculi surgically. The routine urethral catheterization was performed postoperatively to drain the urine. Also reported that the f16 catheter was inserted unobtrusively and pale yellow urine was observed to flow out. 10 ml of normal saline was injected into the balloon the urine drainage was unobtrusive and the urine was pale red. It was stated that the catheter was able to pull out but the normal saline would not be drawn out due to the balloon pumping. The zebra guide wire was then placed through the diameter of the balloon catheter and a small amount of normal saline was seen to flow out about 10ml and the catheter was successfully removed. Per additional information received via email from the ibc on 04mar2021 the catheter balloon was burst during the removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was treated for left ureteral calculi surgically. Routine urethral catheterization was performed postoperatively to drain urine. It was reported that the f16 catheter was inserted unobtrusively and pale yellow urine was observed to flow out. 10ml normal saline was injected into the balloon; the drainage urine was unobtrusive and the urine was pale red. It was reported that the catheter was to be pulled out, but the normal saline could not be drawn out due to the balloon pumping. The zebra guide wire was then placed through the diameter of the balloon catheter, and a small amount of normal saline was seen to flow out, about 10ml, and the catheter was successfully removed.